Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the original customer comment of an interface issue between the stylus and the screen and the overlay/bezel assembly was replaced and the stylus calibrated to resolve. Analysis further noted that the lower case and power cord bay were damaged, and that the bulkhead assembly was missing because it was used as salvage for a different device. All were replaced to resolve and the programmer passed its functional and systems tests. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus and screen were not working together properly. It was further reported that changing out the stylus and calibrating it did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.